Manufacturer narrative:
Section g4: the date received by manufacturer was inadvertently omitted from the previous supplemental report. The correct date was (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d10: correction. Section h3: additional information. Manufacturer's investigation conclusion: the reported event of a broken pin on system controller was confirmed. The broken pin was pin 1 of the white power cable. It corresponds to a redundant positive power line and did not affect the functionality of the controller. The returned system controller, serial (B)(6), was found to be operated as intended without any issue or atypical alarms. The root cause of the reported event cannot be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: additional information. Section h4: additional information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient exchanged controllers due to broken pins on the white power cable connector.